Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. The fse identified that the power distribution unit (pdu) fan tray and direct current power supply (dcps) were defective. To resolve the issue, the fse replaced the pdu fan tray and dcps. The system was returned to use in good working order and ready for clinical use. Analysis of the log file revealed a malfunctioning pdu fan tray and dcps, confirming the reported issue. The pdu fan tray was returned for further analysis. Testing was performed, and it was identified that the power supply unit was defective. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.